Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there was physical damage of insulin pump. It was reported that battery compartment was broken and held together with tape. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with broken battery tube threads and a cracked reservoir tube lip. No stripped battery cap at the coin slot area was noted.